Manufacturer narrative:
Due diligence for this event was executed. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. User¿s complaint is confirmed. Upon inspection and testing, it was observed there is no image on the screen, not even the image generated by the video processor, nor the menus on the screen itself. The device has power as the power led is on. The no image issue is due to a faulty printed-circuit board. In addition, there are shadow spots on the image due to a faulty lcd panel port and a button on the controller pad does not function properly.

Event description:
As reported for this event, during procedure despite there was no image on the device. Repeated starts were made until the image appeared. The procedure was completed with the same device. The device was replaced with another after the procedure. There was no harm or adverse impact to the patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. There is no repair history for this device. Root cause for the failure of the printed-circuit board can be considered to be a natural age related ne, since the device is more than six years old.